Event description:
It was reported that the device was unable to display the blood oxygen saturation accurately, it was further clarified that the mx450 could not ¿display¿ the results. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips service representative contacted the customer. It was confirmed that the device was unable to display the results due to a faulty spo2 probe. It was unknown if the device provided an inop error message at the time of the event. The manufacturer and lot number of the faulty spo2 probe was requested but was unable to be provided. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 probe. The spo2 probe was replaced from customer stock to resolve the issue. Reporting institution phone # (B)(6). Reporter phone # (B)(6).